Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The device was returned with its trigger partially engaged. The stapler was returned with 25 staples left in the cover block indicating that at least 10 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple didn't fully form or properly release. The trigger got stuck in the fully engaged position. Once the trigger was able to be released, the pawl broke and fell out of the device. Further inspection showed that the trigger/frame was bent. It was also found that while the trigger was engaged, the frame and cover block became slightly separated. The device was unable to be disassembled due to the bent trigger/frame. The sample was sent to the manufacturing site for further evaluation. Per the evaluation, it was found that the frame of the device was out of specifications per component drawing tfx-000796 rev02. The internal frame width was measured to be 0.49849". The specification for internal frame width is 0.520" minimum. The frame being out of specifications is likely what caused the pawl to break while the trigger was engaged and made the stapler unable to properly fire staples. This was determined to be a supplier related issue. A nonconformance has been created by the manufacturing site for this complaint issue. It was observed that the frame was out of specifications. This is likely what caused the pawl to break while the trigger was engaged and made the stapler unable to properly fire staples. This was determined to be a supplier related issue. A nonconformance has been created by the manufacturing site for this complaint issue. The reported complaint of "misfire/jam - staples not releasing" was confirmed based upon the sample received. Functional inspection of the sample revealed that the stapler was unable to properly form and release staples. While the trigger was fully engaged, the trigger got stuck and the pawl broke and fell from the device. The sample was sent to the manufacturing site was further evaluation. Per the evaluation, it was found that the frame of the device was out of specifications. The frame being out of specifications is likely what caused the pawl to break while the trigger was engaged and made the stapler unable to properly fire staples. This was determined to be a supplier related issue. A nonconformance has been created by the manufacturing site for this complaint issue.

Event description:
The staple is jamming.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73k1900651 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.